Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, this patient underwent planned endovascular treatment of a infrarenal abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® conformable aaa endoprosthesis devices. Pre-procedure computed tomography angiography (cta) performed on (B)(6), 2025, determined the maximum diameter of the abdominal aorta measured 50mm. Successful access, delivery, and accurate deployment of the devices to their intended location, and retrieval of the delivery system and technical success were reported. There were no corrective procedure(s) or complications related to the device or procedure. The patient tolerated the procedure and was discharged to home (self-care) on (B)(6), 2026. On (B)(6), 2026, review of follow-up imaging by gore imaging sciences (gis) reports there appears to be compression of the contralateral leg on the left side, likely due to limb competition. This area measures ~ 14 mm on the pre-implant cta. Additionally, there appears to be a lack of wall apposition at the proximal end of the trunk. The site/csd does not provide record of the follow-up imaging to date. There are no indicated reinterventions scheduled for the patient.